Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01-nov-2017 with the following findings: device evaluation: on investigation, the battery compartment was found to be cracked.

Event description:
The pump was returned for investigation. Investigation revealed a case/condition issue. This report is made based on results of investigation completed on 01-nov-2017.